Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath splitting issue incidents reported for this lot. The device was used in a mildly calcified artery. Per the starclose se instructions for use under precautions: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device after a left superficial femoral artery interventional procedure using a 6f sheath. Reportedly, the sheath did not split all the way. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - the starclose se device was deployed in a mildly calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.